Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/2/2021. H.6. Investigation: a complaint of the rock ring becoming loose was received from the customer. A sample was returned to aid in the investigation of this defect. Through visual inspection, the customer complaint was confirmed. The component was found loose. A device history record review could not be performed on model 394501 because a lot number was not provided by the customer. A definitive root cause could not be determined due to a lot number not being returned, to see if there were any possible maintenance that day that that could have affected the component. Another possible root cause is wrong use of product that adds stress to the component.

Event description:
It was reported that connecta q-syte wht stopcock separated. The following information was provided by the initial reporter: the customer reported about separation of the rock ring of the stopcock. The customer has experienced the same issue before. The agent used is saline.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connecta q-syte wht stopcock separated. The following information was provided by the initial reporter: the customer reported about separation of the rock ring of the stopcock. The customer has experienced the same issue before. The agent used is saline.